Event description:
The reporter indicated that the pt was seen on 5/28/97, after experiencing several shocks from not associated with tachycardia. Stored diagnostics revealed episodes of noise, clearly in combination with sinus rhythm. The pt had generally been rolling or moving his body at the times of discharge (12 episodes). It was recommended that the pt be further diagnosed and the device be left disabled. The following day, a revision surgery was performed. The pocket was opened and the device was cleaned and the connections were evaluated. Each connector was observed under movement. The rv (right ventricular) coil had pulled out, but with greater force than what normally be used during a tug-test. The lead was reinserted and all the caps tightened very firmly. The intraelectrocardiograms (egm's) were good in both auto-gain and in the maximum sensitivity test with robust pulling on the connectors. The pocket was closed and all looked good.